Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple issues. The customer¿s blood glucose level was unknown. The customer reported that the diminished battery life less than 7 days, rewind taking longer, rewind prime making loud and unusual noises, e alarm, false and unexplained no delivery alarms, buttons slow to respond, button errors, pump has rejected new batteries. The troubleshooting was not performed. The insulin pump will not be returned for analysis.